Manufacturer narrative:
Per the clinic, the patient has a history of multiple head traumas with seromas and hematomas over the receiver/stimulator unit that have become infected. The patient was admitted to the hospital on (B)(6) 2016 (duration not reported) for left side cellulitis and mastoiditis and treated with intra venous antibiotics. Upon discharge the patient was prescribed a three week course of oral antibiotics. The patient was re-admitted to the hospital on (B)(6) 2016 and treated with intra venous antibiotics from (B)(6) 2016 and oral antibiotics (B)(6) 2016. Subsequently the device was explanted on (B)(6) 2016 and the patient was administered a peripherally inserted central catheter (PICC line) and advised to continue intra venous antibiotics for an additional four weeks. This report is filed august 9, 2016.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. This report is filed on june 28, 2016. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to an infection at implant site. It is unknown if there are plans to reimplant the patient with a new device, as of the date of this report june 28, 2016.